Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was that the implantable neurostimulator (ins) was rubbing against the rib cage. The event was attributed to the ins. It was noted that surgical intervention occurred 2013-(B)(6) and the ins was repositioned to a new pocket. The ins pocket was moved inferiorly away from the rib cage. Hospitalization was required as a result of the event. The patient outcome was reported as no injury.

Event description:
It was reported, the patient had a ¿pretty big¿ scar on their stomach and wanted to use a transcutaneous electrical nerve stimulation (tens) unit to reduce scar tissue. The reporter stated a month prior to this report the patient started getting a pain and felt like the device had moved. It was noted the patient¿s device was currently implanted under their ribs. The reporter stated the patient had never had a device that lasted longer than 5-7 months. It was noted the patient used high settings. It was further noted the patient was going to have the device replaced and implanted in a different location at the end of the month. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).